Manufacturer narrative:
The seal of the event unit was returned to applied medical for evaluation, along with a rubber fragment. Visual inspection confirmed the complainant's experience of seal component separation. The rubber fragment completed the missing portion on the septum, a rubber component of the seal. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: the incident was by the operation lap. Appendix. After the stapling with a stapler from [] they see a little thing on the intestinal. They put it in the extraction bag together with the appendix and have a look on it. It was a little thin from the double dug valve. Patient status: no patient injury or illness associated with the complaint event